Event description:
It was reported that at device change out the right ventricular and the left ventricular leads were intentionally switched in the header. The left ventricular lead is now oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.